Event description:
It was reported that hand brakes pop up after being engaged on transport chair. Customer states brakes are not working when pressing on both of the hand brakes.

Manufacturer narrative:
It was reported that hand brakes pop up after being engaged on transport chair. Customer states brakes are not working when pressing on both of the hand brakes. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.